Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (does not power up monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was damaged and the dividers/pins were bent causing the battery to not fit into a monitor. The root cause was physical abuse. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.